Event description:
As reported by the user facility (translation of user facility information by (B)(4)) : syringe arm closed from fully open rapidly, unexpectedly, to closed position. Please refer MFR report # 9610825-2013-00154.